Event description:
According to the pt's family, the top portion of this ancure endograft became loose requiring surgical intervention. It was also reported that the aneurysm is growing resulting in the iliac limb attachment site to become loose. The physician is currently monitoring the pt.